Manufacturer narrative:
The investigation into the reported aic ¿ purge disc/ flag issue has been completed since the original report was filed. Logs from the complaint date revealed that the console issued the purge disc not detected alarm the console was tested after arriving in fs. Aic's inability to detect the purge disc was confirmed to be caused by a broken purge flag. The cause of the issue was inability of the aic to detect purge disc due to broken purge flag.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a purge disk not detected alarm. The aic was removed from service. No patient harm was reported.